Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported phenomenon was confirmed. Based on the results of the investigation, the reported no image issue was reproduced and determined to be due to failure of the rear panel set. The root cause of the rear panel set failure could not be determined, however, it was likely due to a random failure or handling. The event may be prevented by following the instructions for use which state: ¿important information ¿ please read before use do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur¿. In addition, the following non-reportable malfunctions were found during the device evaluation: burning and deformation of sdi terminal; dust inside the equipment; minor scratches on the top cover, chassis, and front panel; and minor scratches on the heat spacer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the serial digital interface (sdi) output port of the visera 4k uhd camera control unit was not working. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.